Event description:
Customer reported an issue with the beneview monitor where no heart rate was displayed from the ECG. No pt injury was reported.

Manufacturer narrative:
The monitor's parameter module was replaced and the reported issue was resolved.